Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 450mg/dl, and he treated with a manual injection. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and passed. During the call, the customer stated that she had a car accident while wearing the insulin pump and her blood glucose at time of the accident was 120mg/dl. Reviewed the alarm history and found low reservoir and motor error alarm. Advised the caller to discontinue the use of the device and revert to back up plan. Attempted to contact the customer regarding the accident and no result was obtained. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may had an intermittent failure that was not detected during our testing. Further testing could not be performed due to the constant motor error alarm during bolus delivery. All operating currents were within specifications and no unexpected low battery or off no power alarm noted. The device was received with scratched lcd window.